Manufacturer narrative:
The following devices were also listed in this report: triathlon cr fem comp #3 l-cem; cat# 5510f301; lot# efa3p; triathlon prim tib baseplate - cemented; cat# 5520-b-300; lot# ehhyn; triathlon asymmetric x3 patella; cat# 5551-g-320; lot# md3w. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Covered revision of a triathlon lt tka originally implanted (B)(6) 2014. Knee was found to be infected. All implants were removed and antibiotic spacer was implanted. Patient requested to keep removed implants and did.